Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add the country italy. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the high flow insufflation unit not powering on was from a defective power board and fuse which likely occurred from an overcurrent to the power board. The specific root cause of the overcurrent could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the repair center and the reported issue was confirmed as the device does not turn on. Additionally, missing fuses were found. The power supply and fuses require replacement. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ocg) was informed by the customer that the high flow insufflation unit does not turn on during a routine inspection before procedure. There was no delay and another similar unit in the operating room was used for the intended procedure. No patient injury or harm was reported to olympus. The unit will be returned for repair/inspection.